Event description:
It was reported that they picked up a trach from a patient that did not inflate all the way. Only one side of it would inflate. There was unknown patient involvement and there was unknown patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.